Event description:
Eval and management of a neurological infection was delayed and directly attributed to the cpoe contrivance's user unfriendliness and probable interface dysfunction or failure. The exact number of other pts simultaneously put at risk.